Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 125mg/dl. The customer states the display is completely blank, after battery change. He has attempted to use multiple batteries, but the display did not return. He states the only way the display functions is by placing a cork screw on the top. The customer states the contacts on the battery cap are missing and he will be sent another. The customer was asked to call back if the new battery cap did not resolve the issue. The device will not be returned for analysis.